Manufacturer narrative:
The investigation determined there is an issue associated with epiq ultrasound systems where the control panel arm assembly could have missing or loose screws. In these cases, if undue force, pressure or weight is applied, the control panel mechanism can fail and break off. This action was reported to FDA per 21 cfr part 806 on january 6, 2021. Reference corrections and removal report number 3019216-01/06/21-001-c.

Event description:
A customer encountered an incident where the control panel arm broke on a new epiq cvx ultrasound system. The system was stationary and in use for training purposes when the incident occurred. There was no patient involvement. As a result of the control panel failure, the user was hit in the head causing a bump and small cut above the eye. The injury was minor and did not require medical intervention. The field service engineer replaced the control panel assembly to resolve the issue.

Manufacturer narrative:
Evaluation of the suspect control panel will be included in a follow up report upon its return and investigation completion.

Event description:
A customer encountered an incident where the control panel arm broke on a new epiq cvx ultrasound system. The system was stationary and in use for training purposes when the incident occurred. There was no patient involvement. As a result of the control panel failure, the user was hit in the head causing a bump and small cut above the eye. The injury was minor and did not require medical intervention. The field service engineer replaced the control panel assembly to resolve the issue.